Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. UDI #: (B)(4).

Event description:
Per the interventional radiology department, they keep a stock of fogarty balloons and it was reported that their physician was using one to try to dislodge a ureteral stone and the balloon came off the catheter. The physician was able to ¿snare the light loose balloon from the ureter.¿ there was no allegation of patient injury. Patient demographics were requested and not provided.

Manufacturer narrative:
Our product evaluation laboratory received four (4) customer images for review. Images 1 and 2 showed the tip of the catheter with the balloon latex; however, both balloon windings and both balloon bushings were broken off from the catheter. Images 3 and 4 showed catheter packaging from the reported model and lot number. The customer report of "balloon came off the catheter" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Per follow-up with the customer, they realized that the suspect catheter was being used off- label. There was no harm to the patient. The product will not be returned for evaluation; however, an image of the suspect device was provided. An image evaluation has been initiated and upon completion, a supplemental report will be submit with the findings.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.